Event description:
Pt alleged that device delivered an unplanned bolus. Pt was wearing device and driving when the unplanned bolus was delivered. When pt realized that device was delivering bolus, they attempted to disconnect; however, they did experience low blood glucose as a result of the unplanned bolus. Pt self-treated low blood glucose by eating. Pt switched to back-up device.